Event description:
Report received of a tubing disconnection resulting in a loss of blood from an arterial line. The transducer line was in place on a pt who was being positioned prone for a procedure. In the process of positioning the pt a tubing disconnection occurred at the distal end near the lower stopcock, resulting in blood loss. The facility reported "a pool of blood was visualized on the floor approximately the size of a dinner plate." The staff realized that the line had become disconnected when the blood was visualized on the floor and the stopcock nearest the disconnection was "turned off." Another transducer line was set up and connected to the pt's arterial line. There were no reported adverse pt effects associated with this disconnection. No medical interventions were required. Though requested, no additional information was provided.